Event description:
It was reported that patient was experiencing vocal cord paralysis and dyspnea. It was noted that she had been experiencing issues where her throat would close up occasionally and it would cause breathing issues. It was reported that the patient was hospitalized for a few months and had surgery to treat the vocal cord paralysis. No additional relevant information has been received to date.